Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of this event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) to breath delivery unit (bdu) cable. The customer reported to have replaced the gui to bd cable. The ventilator passed all testing. Covidien was not authorized to repair the unit.